Manufacturer narrative:
]The device was received for evaluation. During evaluation, the reported problem of 'downstream occlusion' was not reproduced. A review of the event history log (ehl) revealed occurrences of 'downstream occlusion' messages. The reported condition was verified. The cause of the condition was not determined. The force sensor will be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed downstream occlusion upon device power up in the biomedical service department. There was no patient involvement. No additional information is available.